Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non-product experience. Additional information obtained from the field which indicated that the patient experienced pain and swelling in the left arm. No infection noted. No additional adverse patient effects were reported.